Manufacturer narrative:
Result: bent fowler litter.

Event description:
It was reported through a service report that the head left siderail was not mechanically functioning properly. No adverse consequence reported.